Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to receive proper therapy due to communication issues with their ipg. Troubleshooting attempts via multiple external devices and a software application update were unsuccessful. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.